Event description:
Dealer states pilot valve not shifting. Per independent repair center statement the poppet valve not shifting. The unit is alarming or red light. There was high pressure and not shifting. The 4 way valve is leaking also loose hardware and pe valve is leaking and the spicio is dirty.